Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline fault and low voltage alarms were confirmed via the log files. Five log files from this system controller were reviewed, including a log extracted from the controller during testing, collectively containing data spanning approximately 26 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Driveline fault alarms were observed on (B)(6) 2022 at 13:00 and on (B)(6) 2022 at 13:25. The alarms appeared to have been caused by phase 3 briefly becoming out of sync with the other two phases. The phases were observed to have been resynced automatically. The first alarm resolved sometime after 14:20 on (B)(6) 2022, and the second alarm resolved sometime after 16:09 on (B)(6) 2022. Throughout data recorded on (B)(6) 2022 and prior, the patient¿s voltage values were intermittently observed to be below average while wall power was in use. These low voltage values also caused low voltage advisory alarms to intermittently occur. The returned system controller (serial number (B)(6)) was functionally tested and was found to have slightly increased resistances within its power cables which may have contributed to the lower voltage values observed within the log file data. Despite the observed damage, the controller was able to operate a mock loop as intended throughout all testing and atypical alarms were not reproduced, even when the power cables were manipulated by hand. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline fault and low voltage conditions. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had aortic valve (av) closure, so the site preferred to do a controller exchange. No further issues were noted after replacing the controller. Log file analysis also captured low power advisory alarms when the patient waited too long to replace the battery. The patient shared that there were occasions during low battery power when he waited approximately 45 minutes to change batteries, as he had forgotten to bring along his back up batteries. He has been reminded to be more vigilant to ensure back up batteries are within reach. Related manufacturer reference number for the pump: 2916596-2022-14372.

Manufacturer narrative:
Related MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files indicated that one of the wires on phase 3(c) could be broken. The patient also had a driveline fault alarm on (B)(6) 2022 at 13:00 that was confirmed by the log file. The driveline fault was cleared from the system monitor around 14:45 with no further alarms recurring. The driveline fault recurred on (B)(6) 2022 and the controller was replaced.